Event description:
It was reported that the bur was used for a standard shoulder procedure in the manner that it was intended. Allegedly during the procedure, the surgeon noticed metal shavings within the joint in the area that the bur was being used.

Manufacturer narrative:
Additional info will be provided once investigation is completed.